Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the tower door failure was due to latch. A field service engineer replaced defective latch, micro switch and door controllers to resolve the issue. A technical support specialist corrected the database. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es had failed drawer, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.